Event description:
The rt tec h set the t-tube szet up on the patient who ws intubated due to acute epiglotitis. The ballard closed tracheal system comes packagedf with a cap on the extra part to set up on ventilators (see drawing). To set up on a t-tube a 3" flex tube is included in the package. You must take the cap off the t-tube and put the flex tube on the extra part for the t-tube blow by operation. When the tech set the t-tube up he forgot to take the t-tube cap off. The technician stated that he had been accustomed to using this set up for ventilator patients and forgot that this patient would not be on a vent. The patient's 0-2 was increased to 60% (because she had difficulty brathing and was fighting the tube). She still fought the tube and had difficulty breathing and was given medication to relax her and was taken off the t-tube to begin bagging bu ambu bag. As soon as the t-tube was removed there was a "rush" of air from the et tube and at that time it was discovered the cap was still on the t-tube. The patient suffered bilateral pneumothorax with subcutaneous emphysema. This required bilateral chest tubes and ventilator set up. #7 of the manufacturer's instructions is interesting as they failed to include a warning or caution regarding potential danger from closing of the system with greater than 50% 02. There are no warnings or exclusions regarding compatibility contraindications for using the baxter system with another systemdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, inadequate quality assurance, labeling - inadequate instructions for use, incorrect technique/procedure, mated with incompatible equipment, inherent risk of procedure, related to another drug/device, unanticipated, unanticipated adverse reaction - short term, other, connector or adaptor, fail-safe systems. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.